Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented a merlin transmission, non-sustained right ventricular oversensing episodes were observed with one episode caused by double counting during capacitor maintenance. The patient will continue to be monitored. No further information is available.